Event description:
Dealer states while troubleshooting the chair, he used an offboard charger with the on board. Charger disconnected and the offboard chair started to smoke. No injury or damage reported. Reported on key word.